Event description:
It was reported that the insert did not seat as a result of the ring in the acetabular shell coming off during screwing. Subsequently the surgery was completed with a larger shell size. There was no harm to the patient. There was no delay to surgery.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 3 complaints reported with the item 131356ha (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Furthermore, the supplied photograph does not yield any information that could identify the cause. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: product has not been returned.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the insert did not seat as a result of the ring in the acetabular shell coming off during screwing. Attempts have been made and no further information has been provided at this time.